Manufacturer narrative:
Date implanted: not applicable as the iol was removed and replaced during the same procedure. Date explanted: not applicable as the iol was removed and replaced during the same procedure, therefore not explanted. 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after intraocular lens (iol) was inserted and during positioning, the dcb00 model haptic broke off (detached) of the implant and was inside the injector. The iol was removed and replaced with another johnson & johnson surgical vision lens with the same model and diopter, that was implanted into the patient's operative eye. There was no patient injury. No further information is available.